Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four months post implant that the right ventricular (rv) lead had dislodged during a ventricular septal repair procedure. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.